Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for low spo2. The alarm limit for spo2 was set to low: 88, high: off. These settings on the gz transmitter and bsm matched the cns. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for low spo2. The alarm limit for spo2 was set to low: 88, high: off. These settings on the gz transmitter and bsm matched the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p serial #: (B)(6). Device manufacturer data: ni (requested from nkc, but not yet received.). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) did not alarm for low spo2. The alarm limit for spo2 was set to low: 88, high: off. These settings on the gz transmitter and bsm matched the cns. No patient harm was reported. Investigation summary: clinical review and log analysis showed multiple spo2 technical alarms (probe off, pulse search, and connector off), indicating unstable or absent plethysmographic signal during the event. Unreliable signal quality prevents the monitor from generating spo2 limit alarms because the value cannot be validated for clinical accuracy. No plethysmographic waveform was available in full disclosure because spo2 was not configured as a stored wave, making it impossible to confirm whether the desaturation represented true hypoxemia, artifact, or perfusion issues. The spo2 delay setting may also have contributed to delayed or absent alarm generation during unstable signal periods. The root cause is inadequate spo2 signal quality preventing reliable measurement and alarm activation. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p. Serial #: (B)(6). Device manufacturer data: 10/10/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) did not alarm for low spo2. The alarm limit for spo2 was set to low: 88, high: off. These settings on the gz transmitter and bsm matched the cns. No patient harm was reported.